Event description:
Customer stated "she was laying in bed using her pad and a flame shot out of the back of the switch." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found it appeared as though the customer had been bending the cord by the switch, causing tension on the cord and causing the internal components to break and pop. Customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Customer admitted they were lying on the product. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds."